Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and after the reset, the error code did not reappear. The caller was able to successfully start their sensor session.